Event description:
It was reported that the pt underwent a posterior spinal fixation surgery. It was reported that when placing the bone screw, the pedicle cracked. The same thing occurred when the next bone screw placed and another pedicle cracked. No additional pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for eval, therefore, the cause of the event cannot be determined.